Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "bio-cell unilateral rupture".

Event description:
Healthcare provider reported "a patient that has a silicone bio-cell unilateral rupture of the left breast implant." The device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, yellow biological tissue in the surface of the shell, device appearance (observed 40 mm dark patch edge material inside gel device) and opening. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening and two openings striated in the anterior side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the posterior side assessed as unidentified (tear) opening. Two striated opening in the anterior side assessed as surgical damage.